Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had been reading inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 11am on (B)(6)2016. At this time the patient obtained blood glucose results of 433mg/dl with the subject meter and 384mg/dl on another device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took an increased dosage of 15 units of novalog insulin in response to the alleged high result (usual dosage is 5 units). The patient stated that 30 minutes after the alleged product issue occurred they developed the symptoms of dizzy and trembling symptoms which were associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink and stated they felt better a few minutes later. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. Although the blood glucose comparison being made did not exceed lfs' criteria for accuracy, this complaint is being reported because the patient experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The device returned to mfg date should have stated 10/4/2016. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.